Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the ilet system, including a low of 53 mg/dl and a reported high above 401 mg/dl, with the user administering a manual insulin injection when the ilet had powered off and reporting multiple meal announcements and unusual targets. Symptoms included shakiness, agitation, and nausea. Outcomes included self-treatment for lows with carbohydrates and food, and manual insulin dosing for highs without medical intervention or hospitalization. Investigation included review of device data and event details, user interview, and troubleshooting with education that resulted in scheduling additional training. Investigation of this case revealed use-related factors, including manual injections outside of automated dosing and possible configuration or use inconsistencies, with device alerts reported and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors and use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.